Event description:
During a pci/stenting procedure, the maverick2 monorail balloon ruptured at 8 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified and 99% stenotic lesion in a very tortuous lad. The physician had used this balloon to successfully pre dilate the proximal lad. Stents were then deployed in the proximal lad and the first diagonal. The maverick2 monorail balloon was then used to again to post dilate and ruptured at 8 atms. No patient injuries or complications were reported. Patient status is listed as "good".